Event description:
The info received from the field states that after a routine abdominal x-ray was taken of this pt, the physician noticed that the filter that had been previously placed was fractured. No add'l info was provided.

Manufacturer narrative:
The product will be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.